Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15444. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition. It was also reported that review of remote transmission revealed multiple recordings of atrial lead noise and noise reversion episodes. The device was noted to be programmed vvi. The device was removed, and the right atrial lead remained implanted and the new device was programmed vvi. The patient was in stable condition.